Event description:
It was reported that the catheter was found with cuts on the proximal side of the arterial and venous lumen. The catheter was in for approx. 6 months.

Manufacturer narrative:
An investigation has been initiated. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. When the investigation is complete, a final report will be submitted.